Event description:
Portion of the grasper tip was broken off during use. Surgeon retrieved the fragment without impact to the pt. No delay occurred as a back up device was on hand. Case was completed without issue.